Event description:
A type iii endoleak was treated with a covered graft. The position of the endoleak was said to be associated with a wall stent within the limb of the endograft. The pt was reported to be doing well.